Manufacturer narrative:
Poster: efficacy and complications of vagal nerve stimulators in 24 children with medically intractable epilepsy: a single center experience: n carleton-bland, v josan.

Event description:
A vns poster was sent to our country rep in (B)(4) reporting a study on 24 vns pt's and one of whom experienced a postoperative surgical site infection that was treated with antibiotics and did not require explant. Good faith attempts were made for further details and at this time no further info will be released.